Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01158 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an obtryx halo single system device and an uphold lite with capio slim. According to the complainant, the patient experienced urinary retention following the surgery that happened on the second quarter of year 2013. The procedure was completed with a second of the same device. The patient is reported to be stable. All other information is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.